Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, the patient experienced a seizure. Patient's mother reported that at the time of event, patient was sleeping when she had a low. The continuous glucose monitor (cgm) blood glucose (bg) value was "in the 40s." Patient's mother does not recall the finger stick (fs) value was. Patient's mother cared for patient and called 911. Patient's mother treated patient with glucose tablets. Paramedics arrived and took a fs reading which was "in the 50s. " patient was treated with glucose gel, scrambled eggs, milk, and juice. Paramedics took another fs which was 76 mg/dl. Paramedics did not transport patient to hospital. Patient's mother contacted patient's endocrinologist, who advised taking patient to hospital. Patient's mother took patient to hospital. Patient's mother does not know what treatment patient received at hospital. Patient stayed overnight at hospital and was released on (B)(6) 2017. There was no alleged device malfunction. At the time contact, patient is reported to be well, unstable walking, still a little confusion. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.